Event description:
As reported by the patient¿s attorney, a solyx single incision sling system (MFR report #3005099803-2014-01019) and a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2014-01022) were implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. Additional information received on (B)(6) 2014, the physician stated that the patient had mesh evulsion on (B)(6) 2012, and developed a fistula secondary to diverticulitis on (B)(6) 2013. A laparoscopic assisted colectomy was performed. The patient was last seen in the clinic on (B)(6) 2013. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.